Event description:
The customer reported to baxter (B)(4) of a baxter solution set in which an unknown drug leaked from the injection site after a syringe was detached from injection site of the tubing. The event occurred during infusion. A patient was involved but there is no report of patient/user injury or medical intervention needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. If additional information or samples become available, a follow-up report will be submitted. This product is not distributed in the us and does not have a 510(k) number.